Event description:
Hcp reported the pt was complaining of a severe migraine headache and increased abdominal pain with symptoms of withdrawal including nausea, cramping and sweating since 3/2002. A spiral cat scan showed the intrathecal catheter to be subcutaneous. A pump analysis with injection through the catheter access port showed extravasation through a break in the proximal catheter and the distal end to be in the subcutaneous tissue of the left lateral flank. A month later, the catheter was replaced. The pt complained of a post dural puncture headache that was treated with an epidural blood patch. The pt noted marked improvement of the pain with the recent increase in medication via the pump.